Event description:
It was reported that this pacemaker system exhibited farfield oversensing on the right atrial (ra) channel that resulted in false atrial tachy response (atr) episodes. Pacemaker mediated tachycardia (pmt) episodes were also stored but were successfully terminated. This ra lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.